Manufacturer narrative:
The pump was received with currents within specifications. The pump passed rewind, basic occlusion, prime and displacement test. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcdwindow,cracked case near the display window corners, and a cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump alarming. The blood glucose reading is 288 mg/dl. Nothing further reported.